Manufacturer narrative:
Submit date: 10/22/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite sleeve. The customer states that during a surgery, the lite sleeve slipped from the lite handle and fell into the op area. After testing the situation, it was noticed that the user pulled the lite sleeve over a reusable lite handle without a covidien adapter on the lamp. The customer further reports no person injured. An approved adapter is required for all of our disposable light handle products and it was reported that the user did not use a covidien adapter with the disposable lite sleeve in this incident.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. The complaint will be re-opened if a sample is received. During the assembly process there is no a condition that could affect the product in the reported way. The potential root cause is due to misuse of the product. Based on information received from the customer, a covidien adapter was not used with the disposable lite sleeve. An approved adapter is required for all of our disposable lite handle products. In this case, it was reported that the user did not use a covidien adapter with the disposable lite sleeve. As the reported issue did not occur during the manufacturing process a root cause was not identified and a corrective action will be limited to the manufacturing awareness. The current process is running according to product specifications meeting quality acceptance criteria. A production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.